Event description:
It was reported that far r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes to resolve the issue by increasing multipoint pacing was completed. The patient was stable.